Event description:
It was reported that (1) lcsk5 was used during an unknown procedure. It was reported by the rep that the device was not operational out of the original package. The customer changed the handpiece and blade and the device still did not function. The handpiece was tested and was operational. The case was completed by using 10mm sonosurge device. There was no consequence to pt.